Event description:
It was reported the atw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate the device was fired three times on the right side without any difficulty. The fourth cartridge was harder to load and then device would not fire. A ussc endo-gia was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; damaged firing mechanism. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k01554u; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent and postion/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present. No. Analysis conclusion: based upon the info received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassebled and found to have damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Returned cartridge had bent lockout tab on pan which indicates that instrument's firing cycle was interrupted, released, then restarted. When this occurred, lockout tab on cartridge became damaged. If instrument's firing cylce is interrupted, released, then restarted, cartridge will lockout and a new cartridge should be loaded into instrument. Some conditions which might result in damage to firing mechansim are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions.